Event description:
It was reported that this right atrial (ra) lead was confirmed to be dislodged in the right ventricle through fluoroscopy. Subsequently, this lead was explanted and replaced with a new lead. Also, this lead was accidentally discarded by the hospital staff. No additional adverse patient effects were reported.